Manufacturer narrative:
Block h6: imdrf device code a0902 captures the reportable event of gauge reading inaccurate.

Event description:
It was reported to boston scientific corporation that an encore 26 inflation device was used during a dilation procedure to treat stenosis performed on (B)(6) 2025. During the procedure, the manometer on the device doesn't work. The procedure was completed with another encore 26 inflation device. There were no patient complications reported as a result of this event.